Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown number of colony forming units (cfus) of staphylococcus hominis and staphylococcus epidermis. The device was retested on july 4, 2025, and it tested positive for an unknown number of colony forming units (cfus) of staphylococcus epidermis. The device was tested again on july 8, 2025, and tested positive for an unknown number of colony forming units (cfus) of micrococcus luteus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where [no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end surface. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: 1. Bacterial identification: acinetobacter bereziniae. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 2. Bacterial identification: bacillus cereus, peribacilus simplex. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 2. Bacterial identification: bacillus cereus, peribacilus simplex. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 5. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1. Bacterial identification: staphylococcus epidermidis. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: 1. Bacterial identification: dermacoccus sp. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 2. Bacterial identification: paenibacillus sp, peribacillus sp. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1. Bacterial identification: kocuria rosea. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 5. Bacterial identification: n/a. The device was evaluated where [no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.